Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements with current measurements being greater than 2,000 ohms. There was also loss of sensing reported. The patient is pacemaker dependent but was asymptomatic. A lead fracture was suspected. Surgical intervention was performed and the lead was surgically abandoned.